Event description:
Rayner intraocular lenses limited received notification from an (B)(6) year old female patient of the post-operative complications they were experiencing following implantation of a t-flex aspheric 623t iol. The patient reports that they are seeing sketches, halos, circles, solar eclipses, concentric circles, dots and triangles when blinking or turning the eye. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00122.

Manufacturer narrative:
Rayner as a manufacturer is not able to provide medical advice and recommended that the patient contact their gp or surgeon to discuss the post-operative complications they were experiencing. Rayner has made contact with the patient's surgeon to notify her of the report received. The healthcare professional in correspondence with rayner stated that she had not received notification of this report from the patient. Information on the patient's medical history and the surgery session has been requested from the healthcare facility in order to determine if there was any predisposing factors that may explain the reported post-operative complications.